Manufacturer narrative:
Complainant part is not expected to be returned for manufacturer review/investigation. Reporter is a synthes employee. Part: 07.702.040s, lot: 9m53321, manufacturing site: (B)(4), supplier: (B)(4), release to warehouse date: 21 april 2020, expiry date: 01 dec 2022. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformance's were identified. Product was not returned. Based on the information available, it has been determined that no corrective and preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from (B)(6) reports an event as follows: it was reported that on (B)(6) 2020 the patient underwent surgery with the cement. During the cement mix, even though the surgeon mixed the cement under the mix standard number of times, he couldn¿t move the handle. During the cement injection, when he confirmed the fracture part by image intensifier, there was cement at the direction of the fracture line. He stopped the cement injection, and the surgery was completed successfully without any surgical delay. The surgeon commented that there was no problem with the patient because the patient status was stable during the surgery and the cement outflow of the bone was not confirmed by x-rays taken after the surgery. This report is for one (1) traumacem(tm) v+ injectable bone cement - sterile. This is report 1 of 1 for (B)(4).